Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board) pcb assembly was evaluated and replaced. The system was tested found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.